Event description:
A dialysis facility that approx 3 hours into dialysis treatment, a pt complained of feeling "funny" and requested to have her weight checked. Her weight at this time showed that she was 1.5 kg below target weight and was given 900 ml of saline. She was o.4 kg below her dry weight and was stable upon discharge. There was no serious pt injury. The machine passed all the tests prior to and during the treatment.